Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient has experienced a loss or change of therapy. Patient doesn't think their device is working. Patient had diarrhea and slept in the afternoon of (B)(6) 2017. Patient had no energy. Patient was implanted because they couldn't get ot the bathroom without dribbling. The dribbling seems to be showing up more again. Patient doesn't feel stimulation even though therapy is on. Amplitude was increased on program 1 from 2.0v to 2.2v and patient felt stimulation in the correct area. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). Patient will follow up with the hcp if the problem does not resolve. Patient was taught to roll over on their implant side to get out of bed and reported pain. It was reviewed that the implant site could be still healing and to try to roll over on the other side. No further patient complications have been reported as a result of this event.